Manufacturer narrative:
H6: one device was returned for repair in used condition. Visual evaluation of device found downstream occlusion (dso) seal degradation. Customer's reported, "dso seal degradation". Problem was verified, by visual inspection. The manufacturer representative replaced the dso seal. And the pump passed all functional tests. And performed as intended after repair.

Event description:
It was reported, that there was a downstream occlusion (dso) seal degradation. The event happened before infusion. There was no patient involvement.